Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that it was noticed during follow-up that the pacing impedance of the lead was increasing and was suspected to be due to a damaged lead. The lead was repaired and is still in use. No patient complications have been reported as a result of this event.